Event description:
It was reported approx four months post vena cava filter deployment, guided fluoroscopy demonstrated a detached limb in the right ventricle with pericardial effusion. The filter and detached limb remain implanted. The pt status at this time is unk.

Manufacturer narrative:
The event was reported via medwatch report number mw5037127. The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter limb detachment. Based upon the reported event the definitive root cause for the filter limb detachment is unk.